Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left forearm. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluated by MFR.: gladiator device - 10x40x75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 3mm proximal of the proximal markerband and extending approximately 47mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination identified no issues or damage to the tip of the device. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left forearm. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.